Manufacturer narrative:
Device evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the moderately tortuous and severely calcified mid superficial femoral artery (sfa). The 4.0x40mm sterling es mr balloon ruptured at 8 atm on the fist inflation. The procedure was completed with another of the same device. No patient complications were reported and patient status is good.